Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an implant procedure, the attempted implant of this right ventricular (rv) lead was unsuccessful due to observed high pacing impedance measurements. During lead testing, the rv lead pacing impedances measured to be 1800 ohms which is considered to be high within normal limits (wnl). The physician suspected cause of the high impedances to be due to placement area of the lead, however opted to remove the rv lead and replaced it with a new lead. The new lead was successfully implanted with an acceptable pacing impedance measurement. No additional adverse patient effects were reported. This rv lead was returned to facility and is awaiting analysis.

Event description:
It was reported that during an implant procedure; the attempted implant of this right ventricular (rv) lead was unsuccessful due to observed high pacing impedance measurements. During lead testing, the rv lead pacing impedances measured to be 1800 ohms which is considered to be high within normal limits (wnl). The physician suspected cause of the high impedances to be due to placement area of the lead, however opted to remove the rv lead and replaced it with a new lead. The new lead was successfully implanted with an acceptable pacing impedance measurement. No additional adverse patient effects were reported. This rv lead was returned to facility and is awaiting analysis.